Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. Previously reported fdds no longer apply as analysis found no anomalies and the allegation was not supported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative (rep) that there was premature battery depletion. Patient stated she had to charge every day to keep it charged. Patient wanted to go to non-rechargeable after experience with rechargeable device. Replaced battery today to non-rechargeable. The issue was considered to be resolved. The patient outcome was alive with no injury. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.